Event description:
The customer reported that the side-firing fiber forward fired at 334,962 joules during a prostate procedure. The procedure was completed with a second fiber. The pt outcome was reported as "okay."

Manufacturer narrative:
(B)(4).